Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during use of an smiths medical cadd cassette reservoir, medication was unable to flow from the pump due to kinks in tubing of the cadd extension lines. No adverse health outcomes.